Event description:
Gp surgery had changed the pt's meter to the jazz. She is finding it unreliable and when comparing it to another meter (brand unk). The jazz often measured her blood glucose 6-8 mmol/l higher than the other meter. The pt has type 1 diabetes. She counts carbohydrates and corrects high blood glucose with insulin for glycemic control. Prior to going to the hosp for surgery she corrected a high reading on the jazz meter and started to feel hypoglycemic which put her admission for surgery at risk. The reporting nurse states the jazz meter appears to be too unreliable for pts on insulin.

Manufacturer narrative:
The meter was requested but has not been returned to the MFR. Neither the meter serial number nor the test strip lot info has been provided. An attempt to contact the user by letter has failed. It is suspected the customer is on annual leave and her return is not known. A meeting has been scheduled with the reporting nurse to gain further info on the event. The jazz blood glucose monitoring system owner's guide was reviewed to determine if it provides appropriate warnings and info on limitation of use concerning unexpected results. The owner's guide clearly outlines important health related info. It was determined that the instructions for use are clearly adequate and not a contributory cause of the event. No readings taken before, during, or after the event were provided. The amount of insulin dosed was not provided. Based on the limited info available, the root cause of the incident cannot be established. Insulin may have contributed to the event. No preventative or corrective action will be taken as system failure cannot be confirmed. The info provided from this complaint will be included complaint trending.